Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump continued to request to rewind, even after bolus and battery change. Alarm history showed a no delivery alarm, battery out limit alarm and bad battery alarm. Customer was frustrated with troubleshooting and hung up the phone. Customer's blood glucose was unknown.